Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to detect an upstream occlusion during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'had undetected upstream occlusions' was not reproduced. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.